Event description:
It was reported that, one day after implant procedure, the physician noted that this right atrial (ra) lead was dislodged into the right ventricular (rv), confirmed by x rays. The physician will decide if the ra lead will be either reposition next month or not reposition if patient is in permanent atrial fibrillation (af) at the next follow up. This ra lead remains in service. No adverse patient effects were reported.